Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Product ID hh9020tdd, serial# (B)(6), product type: section d. Information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl, and baclofen via an implantable pump for non-malignant pain indication use. It was reported that they were starting to have a lag again with the device and they wanted to clear the data on the handset. The patient stated they get 8 bolus a day. The patient service assisted the patient with clearing the data and patient was able to connect to the pump and bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned they returned the old handset to fedex. Additional information will be provided from a consumer stated that they were starting to have a lag again with the device and they want to clear the data on the handset. The patient service assisted the patient with clearing the data and patient was able to connect to the pump very fast. The troubleshooting steps that were taken on the call resolved the issue.